Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device that the processor pca (printed circuit assembly) needs replacement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The processor pca was delivered to the failure analysis lab for the technical investigation by the failure analysis engineer. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The pca under test was placed on the test fixture, and the fixture turned on with the therapy knob set to monitor. The unit powered up normally and displayed all relevant waveforms including a black hourglass symbol in the rfu window. Three manual shocks were successfully delivered within spec, as measured by the defibrillator/analyzer. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed.